Event description:
The customer reported approximately five milliliters of clear fluid dripped under the instrument involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the white blood cell count (wbc) bath overflowed due a small blood clot in the waste tubing. The fse removed the tubing and flushed the blood clot to resolve the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).